Event description:
The customer contact reported a separation. The tubing set was being used for unspecified teaching purposes. The customer contact reported that after the tubing was gently tugged on the back of the filter of the tubing set, the tubing separated from an unspecified location of the filter. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represent all the information known by the reporter upon query by hospira personnel.